Event description:
No additional information was provided. Material#:mz5309 . Batch#:23059001 . It was reported by customer that when she went to hook this up to the hub on pt, the whole j-loop fall apart. Tubing disconnecting from hub. Verbatim: facility contact: xxx. Department: materials management. Phone number: xxx. Email:xxx. Product catalog number: mz5309. Product description: bd maxzero. Origin of the issue: patient safety. Detail:xxx. Issue information: quality issue is for: supply item type of issue: patient safety nature of issue: nursing product information: product description: bd maxzero product catalog number: mz5309 product lot number: 23059001 manufacturer name: bd supplier name: medline other information: number of occurrences:several is sample available: yes reported to vendor representative: yes please contact before closing issue: true detailed description of issue: tubing disconnecting from hub number of occurrences: sample available: false. Lot number: 23059001. Additional info from customer:(17-aug-2023). -is there any adverse event or serious injury happened? No serious event or injury. IV had to be restarted in some cases. -what is the occurrence number? Please provide a specific number. 5 examples have been saved. -are you able to provide sample to bd for investigation? If yes, please provide mailing address. -please provide event date. -is the any leakage event occurred? Yes there has been several reported events of blood leakage. Additional info from customer: (18-aug-2023). -is there any adverse event or serious injury happened? No. -what is the occurrence number? Please provide a specific number. 5 examples. -are you able to provide sample to bd for investigation? If yes, please provide mailing address. Yes, (B)(6) health (B)(6) . -please provide event date. 5/9/23 ¿ current date.

Manufacturer narrative:
The customer reported disconnections, and returned 3 used tubing sets. Upon visual inspection, there were only 2 verified separations in the sets, the 3rd set had no issues. The 3rd set was tested and primed with water, but no issues were found. The two sets separated where the tubing connects to the proximal maxzero part. Device history record review for model mz5309 lot number 23059001 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was found to be the lack of solvent in the union of the maxzero and tubing, and incorrect application method is the possible root cause. A quality alert was created (B)(6) 2023 to reinforce the correct solvent application method.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) tubing fell apart- disconnected from the hub. The following information was provided by the initial reporter: it was reported by customer that when she went to hook this up to the hub on pt, the whole j loop fall apart. Tubing disconnecting from hub. Additional info from customer:(17-aug-2023). Is there any adverse event or serious injury happened? No serious event or injury. IV had to be restarted in some cases. What is the occurrence number? Please provide a specific number. 5 examples have been saved. Are you able to provide sample to bd for investigation? If yes, please provide mailing address. Please provide event date. Is the any leakage event occurred? Yes there has been several reported events of blood leakage additional info from customer: (18-aug-2023). Is there any adverse event or serious injury happened? No. What is the occurrence number? Please provide a specific number. 5 examples.